Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: jugular introducer, sheath, and separated filter returned approximately 27 cm from proximal end the sheath is severely kinked and a 10 mm penetration is noted approximately 25.5 cm from proximal end. Easy to identify the penetrated primary leg, as one of the secondary legs is damaged and pushed upwards against the filter hook. No visible damage to primary leg nor to anchoring hook. The severe kink in the sheath indicates a difficult advancement and "it might have been curved a little" as reported. Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may kink if somehow exposed to excessive force because of tortuous anatomy, and afterwards the filter legs may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: right jugular vein was punctured and the component sheath was inserted to the target site. Then, the physician advanced the filter introducer into it. However, resistance was encountered when he advanced it halfway and so, the whole device was retrieved. The sheath was checked outside the patient's body. Breakage/perforation of the sheath (approximately 1 cm in length) was confirmed in around middle part of the sheath. Another manufactures' filter was placed by left jugular approach instead without problems and the procedure was completed. Patient outcome: no information provided.